Event description:
As reported by the user facility: reports excessive amount of bleed back during valvuloplasty bav case. Initially the z-med ii 18x5 balloon would not feed into the sheath after prepping. The physician had to rewrap and use the plastic slide tube covering to get the balloon into the sheath and feed it in. The pt lost a lot of blood. A transfusion was done post procedure.

Manufacturer narrative:
(B)(4). The actual device involved int he reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed.